Event description:
A healthcare professional reported that the emg hookwire paired electrode was not working properly. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.